Event description:
It was reported that when trying to position the lead during an implant procedure, the physician noticed it took over 20 revolutions to make the helix extend/retract. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed. Analysis indicates that the helix was disengaged from helical channel. Blood/body fluid was also noted on the distal conductor and in/on the helix/lobe mechanism.